Event description:
It was reported that the patient passed away due to chronic respiratory failure, which required a tracheostomy, an acute kidney injury, which required hemodialysis., severe dysphagia, which required tube-feeding, and lastly enterococcus bacteremia, requiring suppressive antibiotics. After consulting with the patient and their family, the patient was transferred to comfort care and their left ventricular assist device was discontinued on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported respiratory failure, renal failure, and subsequent patient outcome could not be conclusively determined through this evaluation. The outcome was not considered to be device related and the pump had reportedly operated as expected. The pump was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), infection (local, driveline, pump pocket), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management", lists infection as a potential late postimplant complication. Furthermore, several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. The relevant sections of the device history records for the (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.